Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009. All different pts. All atrial fibrillation pts. No cancer/anemia. No heparin/lovenox for any.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:(B)(6)2009. The 7.5 inr, was utilized for comparison since inratio meter measures blot clotting inr from 0.7-7.5 inr. All these tests were done on different pts. The mean of the inratio meter and comparative system inr were calculated. Both values of test 1 and test 3 are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. However, both inratio and lab values of test 2 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned.